Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the right motor will not disengage, the motor is running and has the burn smell. Provider has the chair in his shop. Provider states the enduser was in the mall when in issue occured.